Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation of mesh in an open left inguinal hernia procedure, the device jammed. A new product was opened to resolve the issue in order to complete the case. There was no patient injury.